Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) were within ranges on the day the event occurred. A siemens customer service engineer (cse) was dispatched at the customer site. While evaluating the instrument, the cse observed a low pump rate. The cse removed the pump head roller, cleaned it, and replaced the pump tubing, after which the pump rate resulted within specifications. The cse ran precisions and patients comparison with alternate rxl, the results matched. In a follow-up visit on the following day, the cse replaced a worn integrated multi-sensor technology (imt) sensor cable. The cse aligned all probes, ran quality controls on all lytes, resulting within specifications. The cause of the discordant, falsely elevated k and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated potassium (k) result was obtained on one patient sample (sample ID (B)(6)) and discordant falsely elevated chloride (cl) and potassium results were obtained on another patient samples (sample ID (B)(6)) on a dimension rxl max with hm instrument. The discordant results were not reported to the physician(s). The samples were rerun on a blood gas analyzer, resulting lower. One patient (sample ID (B)(6)) was redrawn and tested on an alternate dimension instrument, also resulting lower than the initial results. The original samples were repeated twice on an alternate dimension rxl instrument twice, resulting similar to the blood gas analyzer results. The redraw results from sample ID (B)(6) and the blood gas analyzer results for sample ID (B)(6) were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k and cl results.